Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the quality engineer, the complaint was duplicated. The root cause is a bulge in the trigger housing that deformed the trigger shaft and caused the reverse trigger to catch when depressed.

Event description:
It was reported that the device was running without the trigger being pressed. There was no pt involvement and no report of adverse consequences associated with this event.